Manufacturer narrative:
(B)(4). The cause of the reported problem could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap transfer set leaked when the patient was closing the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The transfer set was received for evaluation. Visual inspection noted a broken occluder feet. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The set was confirmed for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.